Event description:
It was reported that a patient presented in clinic after receiving a patient alert. Software reset due to parity error was observed. The device code was successfully downloaded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.